Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag, one of the supports, and the clamp. Engineering observed that the returned support was conforming; however, as the other support was not returned, engineering was unable to determine if there was a non-conformance with the other support. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: annexectomie for an ectopic pregnancy. Detailed description of event: images available in attachments applicator of the pocket which was dismounted in the abdominal cavity with rupture of the plastic original: applicateur de la poche qui s'est démonté dans la cavité abdominale avec rupture du plastique additional information received by email from applied medical representative on 14nov19 name of procedure being performed is annexectomie for an ectopic pregnancy. The patient is safe. There is no consequence. The product is available to return but it was incomplete. It miss only the bag (because it was used and totally normal according to the surgeon). You can see what will be return on picture attached. It's not clear to found the failure on picture... According to the surgeon it can be inside. The problem appeared only when he wanted drop the bag inside the abdomen. Other device used at the time of event was: trocart fixation 5mm, cff12. Actions taken in the care facility for the care of the patient: removal of the offending lot : (B)(4) units. The surgeon take a new bag and put all pieces inside. He couldn¿t explain exactly what is broken or if something miss¿ the problem appears only when the surgeon has dropped the bag. So he couldn¿t anticipate the incident. Type of intervention: removing of the offending lot patient status: the patient is safe. There is no consequence.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: annexectomie for an ectopic pregnancy. Detailed description of event: images available in attachments. Applicator of the pocket which was dismounted in the abdominal cavity with rupture of the plastic. Original: applicateur de la poche qui s'est démonté dans la cavité abdominale avec rupture du plastique. Additional information received by email from applied medical representative on 14nov19 name of procedure being performed is annexectomie for an ectopic pregnancy. The patient is safe. There is no consequence. The product is available to return but it was incomplete. It miss only the bag (because it was used and totally normal according to the surgeon). You can see what will be return on picture attached. It's not clear to found the failure on picture... According to the surgeon it can be inside. The problem appeared only when he wanted drop the bag inside the abdomen. Other device used at the time of event was: trocart fixation 5mm, cff12. Actions taken in the care facility for the care of the patient: removal of the offending lot : 4 units. The surgeon take a new bag and put all pieces inside. He couldn¿t explain exactly what is broken or if something miss¿ the problem appears only when the surgeon has dropped the bag. So he couldn¿t anticipate the incident. Type of intervention: removing of the offending lot. Patient status: the patient is safe. There is no consequence.